Event description:
Reporter noted three cases of post operative engophthalmisit after using the same tubing pak and handpieces on each pt. Suspects condition of tubing pak. This pt had anterior inflammation one day post-op following cataract surgery (pea) and left eye intra-ocular lens implant due to senile cataract. Pt transferred to another hospital and treated with anterior chamber washout, vitrectomy and intra-ocular lens explant. Pesudomonas aeruginosa was identified from aqueous humour and intra ocular lens.